Event description:
Total right shoulder arthroplasty performed in 1995. In 1999, radiographs indicated that the keel portion of the glenoid component had fractured. Due to cardiac condition, pt has not been revised.